Manufacturer narrative:
(B)(4) date sent: 9/8/2016. Batch # unk the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: sales rep stated that the device was able to deliver some of the staples; however, towards the end of the jaws the staples were not delivered (remained in the jaws) into the tissue. The rep has surmised that there may have been a clip in the way which prevented the device from being able to deliver the staples into the tissue and not be able to deliver a cut line.

Event description:
It was reported that during a retroperitoneal mass excision procedure, on both of the first two firings, the device stapled but did not cut. The staples were reported to have bunched up inside the jaws of the device. A same like device was used to complete the remaining firings. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n55p5t. The analysis found that the pve35a device was received in good visual condition and without cartridge reload present. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.